Manufacturer narrative:
(B)(4). Pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube, partial broken reservoir tube lip, missing reservoir tube o-ring and cracked case corner display window. The p-cap locks into the reservoir compartment properly noted. R&d disposition ((B)(4)): for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case and at the battery cap region, had major scratches present on the liquid crystal display screen, and had major scratches, dents, and, or damage present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on reservoir compartment and battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.